Manufacturer narrative:
An event regarding off label use involving an unknown liner was reported. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical review as no medical information was provided. -device history review: device history review was not performed as no lot number was provided. -complaint history review: not performed as no cat number nor lot number was provided. Conclusions: the reported event involves an off label use of a liner and a competitor stem due to dislocation. This procedure is not sanctioned by stryker and is thus considered as an off label application of the devices. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported patient had a right hip revision. Patient was revised due to dislocation and patient's soft tissues were shocked. The depuy head dislocated from the stryker liner. Depuy stem and stryker liner were explanted. Patient was revised to a constrained liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had a right hip revision. Patient was revised due to dislocation and patient's soft tissues were shocked. The depuy head dislocated from the stryker liner. Depuy stem and stryker liner were explanted. Patient was revised to a constrained liner.